Event description:
Review of the log files captured abnormal fluctuations in black power cable voltage values while the patient was supported by the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.